Manufacturer narrative:
The event "abscesses on arms" was recoded to (B)(4) "abscesses of skin". Follow-up information received on 01-apr-2014: this case is now potential legal. Mental and emotional distress, injuries/injured by mirena/tortious injuries were reported. The consumer's spouse reported loss of love, companionship, comfort, care, assistance, affection, society, moral and financial support, and loss of enjoyment of sexual relations and the ability to have children. Follow-up information was received on 14-nov-2014 from medical record extraction. This case is now medically confirmed. Patient's initial was updated. This report refers to a caucasian female patient. Medical history included (B)(6) in 2009, gastric bypass surgery and cholecystectomy laparoscopic (B)(6) 2002, pre-op weight (B)(6). Pshx (interpreted as past surgical history included t [and] a (interpreted as tonsillectomy and adenoidectomy); thigh and arm lift, abdominoplasty, breast aug (interpreted as augmentation), colposcopy in 2009 due to ascus (interpreted as atypical squamous cells of undetermined significance) on pap smear; cryotherapy in 2009 due to (B)(6). She does not smoke, drink or use illicit drugs. Concomitant condition included bee stings allergy (urticarial and trouble breathing), and adhesive tape allergy (urticarial welts). She had 01 pregnancy and 01 live birth. Concerning family's medical history, coronary artery disease was suffered by her maternal grandfather and maternal grandmother; diabetes by her maternal grandmother; stroke by her maternal grandmother, paternal grandfather, paternal grandmother; dementia by her maternal grandmother; heart murmur by her sister, colon cancer by her mother and melanoma by her maternal grandmother. Concomitant medication included trazodone 100mg at bedtime, wellbutrin (bupropion) 300mg daily, cyanocobalamin (vitamin b-12), effexor (venlafaxine), bactrim (sulfamethoxazole-trimethoprim), vicodin (hydrocodone-acetaminophen), multivitamin, b1, keflex (cephalexin) 500mg, pepcid (famotidine), and epipen. On (B)(6) 2010, mirena was inserted. On (B)(6) 2012, tradozone 100mg orally at bedtime was reported. On (B)(6) 2012, active medications included bupropion 150 mg, 2 tablets orally daily; cyanocobalamin 1000 mcg/ml, inject 1 ml every month; venlafaxine 150 mg, 2 capsules orally daily. On (B)(6) 2012, she went to the urgent care visit with complaints of right outer ear cellulitis. Bactrim (hx (interpreted as history of) mrsa (interpreted as methicillin resistant staphylococcus aureus)) (as written). Wound culture. Vicodin for pain, as patient cannot take nsaids (interpreted as nonsteroidal anti- inflammatory drugs). On (B)(6) 2012, her weight was (B)(6). She was taking multivitamin, b1 (previously stated low), and b12 injections (self-given). On (B)(6) 2012, patient-physician email correspondence stated that the previous friday the doctor put her on bactrim and vicodin for pain / inflammation. She stated that she was still feeling terrible, her ear still has pus coming out, super dizzy, tired and weak as well as her abdomen and whatever organ was behind the right pelvic bone were tender to touch and was feeling like they were cramping or being punched. On (B)(6) 2012, her weight was (B)(6) medications included: sulfamethoxazole-trimethoprim 800-160 mg orally 2 times daily for 10 days; hydrocodone-acetaminophen 5-500 mg orally every 6 hours as needed for pain. She was complaint of abdominal cramping with dizziness; pain rlq (interpreted as right lower quadrant of abdomen) was progressive. She had nausea. She was on menstrual period. Normally did not get menstrual cramping. She also experienced sweats at night and gets shaky or weak. Pain not so severe at that time, but still present (3 days). Chronic back pain was stable; major depression was stable on effexor, wellbutrin and trazodone. History of vit (interpreted as vitamin) b-12 deficiency-check levels and gdm (interpreted as gestational diabetes mellitus)-check fbs (interpreted as fasting blood sugar). She has a (B)(6) son and did not want any more children. She had an iud (interpreted as intrauterine device) and did not have any vaginal symptoms of discharge or pain. On physical exam, abdominal tenderness was present. Mild tender epigastric, but not always reproducible. Rlq nontender. Urine dip bld (interpreted as blood) trace, ket (interpreted as ketones) [positive]. Abdominal pain (primary encounter diagnosis). Possible menstrual cramping vs (interpreted as versus) appy (interpreted as appendicitis) vs gastritis with h/o (interpreted as history of) gastric bypass vs gi (interpreted as gastrointestinal) intolerance with recent bactrim. She would stop bactrim and change to keflex. Would start trial of pepcid for possible gastritis. Rlq pain not present on exam. Hypotension, orthostatic was reported. The patient felt better with ivf (interpreted as intravenous fluid) hydration with improved bp (interpreted as blood pressure). On (B)(6) 2012, she was admitted to the hospital. According to emergency department record, she was seen in clinic the previous day for n/v (interpreted as nausea and vomiting). She went to ed (interpreted as emergency department) for severe right lower abdominal pain. Main complaint was abdominal pain, rlq and generalized since monday, "sharp, stabbing, shooting," [as written] intermittent. Iud was in place. Anemia was reported. Medications include included: epipen at the first sign of severe allergic reaction, or as directed; famotidine 10 mg po (interpreted as orally) about 30 minutes before eating food that causes heartburn; cephalexin 500 mg po tid (interpreted as three times daily) for 10 days. Urine pregnancy test was performed and showed positive. Hgb (interpreted as hemoglobin): (B)(6) 2012 - 11.5 [units not specified]; (B)(6) 2012 - 13.2 [units not specified]. Hct (interpreted as hematocrit): (B)(6) 2012 - 34.4 [units not specified], (B)(6) 2012 - 39.2 [units not specified]. Bp (interpreted as blood pressure): 111/87; pulse: 121; resp (interpreted as respiratory rate): 28. An ultrasound was ordered due to abdominal pain and [positive] upt (interpreted as urine pregnancy test) which did not reveal intrauterine pregnancy; large amount of blood noted. The assessment was probable ectopic pregnancy. Physical exam showed tachycardia; abdominal tenderness in the right lower quadrant, rebounding and guarding. Lower abd pain for 6 days, spotting started 6 days before, intense pain were reported. The assessment was probable ruptured ectopic. Exploratory laparotomy and right salpingectomy was performed. Upon entry into the abdominal cavity there was a large hemoperitoneum of over 2 liters, a large amount of clot in the pelvis. The uterus was normal size. The left fallopian tube and ovary appeared to be within normal limits. The right ovary was within normal limits. The right fallopian tube was dilated with active bleeding out the distal end. The remainder of the cul-de-sac was unremarkable, except for large amounts of clot. There were no complications. Estimated blood loss was 2000 ml. The patient was given 1700 ml of crystalloid intraoperatively and also 3 units of packed red blood cells. Pathology showed right fallopian tube and small blood clot consistent with products of conception. Preoperative diagnosis was ruptured ectopic pregnancy and postoperative diagnosis was ectopic pregnancy, large hemoperitoneum. On (B)(6) 2012, according to inpatient progress note, the pain improved with meds. The patient was requesting the iud removal prior to discharge. Per patient request, iud was removed with ring forceps. Iud appeared to be in endocervical canal. Patient tolerated procedure well. On (B)(6) 2012, she was discharged on stable condition with resolution of ectopic pregnancy. Medications included epipen; famotidine; cephalexin; vicodin; bupropion; cyanocobalamin; venlafaxine; trazodone. On (B)(6) 2012, vitamin b-12 level was a little low (339). On (B)(6) 2012, injection of cyanocobalamin, vitamin b-12, 1000 mcg was given intramuscular. Medications included cyanocobalamin; ferrous gluconate; hydrocodone-acetaminophen (norco) [as written]; ondansetron. Prescriptions ordered this encounter: ferrous gluconate 325 mg (37.5 mg iron) [as written] 1 tab po daily; hydrocodone-acetaminophen (norco) [as written] 5-325 mg, 1 to 2 tablets orally every 4 hours as needed for pain; ondansetron (zofran) [as written] 8 mg orally every h hours as needed for nausea and vomiting. On (B)(6) 2012, she was interested in essure procedure. Essure screening was completed. Medications included cyanocobalamin; ferrous gluconate; hydrocodone-acetaminophen (norco) [as written]; ondansetron; bupropion 150 mg, 2 capsules orally daily; venlafaxine 150 mg, 2 capsules orally daily; docusate sodium 250 mc by mouth qd (interpreted as daily). Comments: left side only. On (B)(6) 2012, she was complaining of severe abdominal pain, with vomiting and diarrhea. Pain was diffuse, radiating from ribcage all the way down to lower abdomen. CT (interpreted as computed tomography) images did not show any free blood in abdomen. Patient updated, seems more calm and without any distress at that time. She had a large watery diarrhea. She was doing much better. The assessment was abdominal pain, nausea, vomiting, diarrhea. Suspect gastroenteritis. Discharged home with zofran. On (B)(6) 2012, she went for postoperative check, surgery exploratory laparotomy for right ruptured ectopic. Postoperative anemia was resolved. Birth control included oral contraceptive pill. Clumpy, white vaginal discharge was reported. The assessment was candidiasis. On (B)(6) 2012, she was on birth control pills. Medications included norco, ferrous gluconate, bupropion, venlafaxine, colace, sprintec, epipen, cyanocobalamin, trazodone. Weight was (B)(6) uterus was normal in size, in an anteverted position. No adnexal masses or tenderness was noted. She desired permanent sterilization via essure placement. Pre-procedure medications prescribed included ibuprofen, valium and vicodin. On (B)(6) 2012, she was complaining of bleeding. It was reported that she started taking the pill on (B)(6) 2011, and the previous night was the first of the placebo pills. She started bleeding last (B)(6). She was still bleeding, which was a bit long for her. The physician stated that given her recent surgery, it can take time to adjust with the pill. On (B)(6) 2012, uhcg (interpreted as urine human chorionic gonadotropin) was done and showed negative. She took motrin 600 mg, valium 5 mg, vicodin 500 mg that am (interpreted as morning). Toradol 60 mg im was given. Lmp (interpreted as last menstrual period) was on (B)(6) 2012. Weight was (B)(6). She would be using ocps for her bcm after her procedure until the hsg (interpreted as hysterosalpingogram) confirms occlusion. Pre-procedure paracervical block: 30 cc's (interpreted as cubic centimeters, equivalent to ml) of 1% mepivicaine placed, 15 cc per side. Anesth (interpreted as anesthesia): im toradol, oral vicodin, motrin and valium, paracx (interpreted as paracervical) block. Pre-op dx (interpreted as diagnosis): desires permanent sterilization with essure on left. Has had right salpingectomy. Post-op dx: same. H/s (interpreted as hysteroscopic) essure tubal occlusion was performed. Findings: normal uterine cavity, both ostia easily identified, both implants placed without difficulty with approximately 3 visible on l (interpreted as left). Right cornual ostia seen. Lot number of implants was 922603 and expiration date nov-2014. She tolerated the procedure well with moderate discomfort experienced during placement of left essure coil. On (B)(6) 2012, she was extremely fatigued and was feeling like she was healing extremely slowly and just not able to get healthy. She was also having cramping and irritation / pain and light bleeding. Worsening pelvic pain. She has had worsening llq (interpreted as left lower quadrant) pain for last 4 days, diarrhea for last 24 hours. Questionable fever and cervix with mild motion tenderness. Transvaginal ultrasound was performed and showed that the implant appeared to be in correct position. Suspected of early pid (interpreted as pelvic inflammatory disease). Ceftriaxone, lidocaine, doxycycline, metronidazole. On (B)(6) 2012, according to the emergency department record, she was experiencing pain and tender left side lower abdomen since implant. Ectopic in (B)(6) 2012. Postoperatively, she has had almost continuous vaginal bleeding and left lower quadrant abdominal pain. The gynecologist saw the patient for those complaints on (B)(6) 2012. Symptoms continued, and then she started experiencing nausea, and vomiting in addition. She felt feverish, with malaise having some non-bloody diarrhea. Pain worse movement. Gets postprandial bloating and can see peristalsis on abdomen skin. Dysuria. Mucous membranes dry. Tenderness in the left lower quadrant. Re-exam after hydration, morphine sulfate and zofran. Persistent tenderness llq, left periumbilical and luq. Computerized tomography. The diagnosis was abdominal pain with no obvious cause. Percocet for treatment was given. She was discharged home. On (B)(6) 2012, she was taken from work to emergency department due to headache, left abdominal pain and nausea. CT in emergency department showed copious stool, prominent small bowel loops adjacent to essure may be early partial obstruction. View of CT essure device with only slight curve to it which would not be typical of perforated device. Perforated devices usually curl up on themselves. However, some of prominent small bowel loops are adjacent to area of implant. Normal bowel movement that am did not worsen or lessen llq pain. Depression on meds, but described as worst of her life and tearful in the last 3 months. Abdomen was soft, nontender. No clinical sign of bowel obstruction at that time. On (B)(6) 2012, patient's spouse stated that the patient has been doing poorly for last 4 months since last (B)(6) 2011. She was having nausea, vomiting and abdominal pain. Weight has gone from about (B)(6). His impression was that pain has not worsened since essure sterilization, but has been ongoing last 4 months. Suspect possible gi etiology for pain, n/v. Gi referral sent. On (B)(6) 2012, it was reported hat as had vaginal bleeding and abdominal pain. She has had loose / diarrheal stools since (B)(6) 2012. Went to work full time (B)(6) 2012, and came home fatigued. She was on percocet and motrin for pain with transient relief. On (B)(6) 2012, according to the emergency department record, she was complaining of vomiting and back pain. Abdominal pain chronic, constant, gradually worsening, associated with previous surgery, located in the llq. Quality of pain was colicky, cramping and sharp. Severity 10. Associated symptoms included anorexia, flatus and vomiting. Symptoms aggravated by vomiting. Pain has gotten worse past hour or so. Abdominal tenderness in the left lower quadrant, rebound, guarding. Her mood appears anxious. CT scan was performed and showed no evidence of toa (interpreted as tubo-ovarian abscess) or sbo (interpreted as small bowel obstruction). Inpatient infectious disease consultation showed worsening lower abdominal pain. She was treated as outpatient for pid, but exam was consistent with pid. She was admitted for IV antibiotics. Patient did have significant stool in the colon. On (B)(6) 2012, it was reported 25 lbs weight loss over the past few months. Suspect that her abdominal pain was gyn-related. CT scans were unremarkable for the cause of her abdominal pain. Evaluate endoscopically with flex sigmoidoscopy on afternoon. Fleet enema prior. The impression was internal hemorrhoids. Otherwise normal flexible sigmoidoscopy to transverse colon. Her abdominal pain was likely not gi-related, but would favor gyn (interpreted as gynecological) etiology as a cause of her pain. On (B)(6) 2012, she was admitted for partial salpingectomy, laparoscopic (left); hysterectomy, total laparoscopic. The patient had requesting only hysterectomy due to pelvic pain and menorrhagia. She also requested salpingectomy to remove the essure device. Due to patient's past surgical history, it was decided to do an open laparoscopy, by making a 2 cm subumbilical incision. Using the halo instrument, with the setting as per manufacture, the left partial salpingectomy was done by clamping, coagulating and transecting the mesosalpinx from the ampullary portion. We opened the uterus on the back table, with the findings noted above. Finding: normal uterus-sounded to 8 cm. Normal bilateral ovaries. Normal abdominal organs. Left tube appeared normal, but upon transecting the cavity and fallopian tube, the essure coils noted to have migrated completely into the infundibulum portion of the tube and cannot even be seen at the left ostia. On (B)(6)2012, according to postoperative inpatient note, she was complaining of some abdominal pain, but different / better than pre-operative. On (B)(6)2012, she was discharged on stable condition, pain improved postoperative and on pain meds. On (B)(6) 2012, she was having just normal postop pain and llq pain gone. Still with some nausea, but eating better and has sublingual zofran to use prn (interpreted as needed). On (B)(6) 2012, the patient stated her pain has since resolved. She was feeling well except for fatigue and occasional sensation of "bottoming out" (pelvic pressure when she sits up). She was doing well and cuff was still healing. No further information was provided. Company causality comment: this spontaneous case report refers to a female consumer of not reported age who had inserted mirena (levonorgestrel ius) and experienced ectopic pregnancy with mirena (lack of drug effect), ruptured ectopic pregnancy, lost over 2 liters of blood (ruptured hemorrhage), and coded twice. It is not clear whether mirena was removed or not. Eight weeks later, she had inserted essure (fallopian tube occlusion insert) and experienced bleeding and immune system has not been working. This case was regarded as incident, since the consumer required a laparoscopic removal of fallopian tube. Ectopic pregnancy, rupture ectopic pregnancy, and lost over 2 liters of blood (ruptured hemorrhage) are listed in the reference safety information for mirena. Coded twice is unlisted. Ruptured ectopic pregnancy, lost over 2 liters of blood (ruptured hemorrhage), and coded twice were considered serious due to hospitalization and ectopic pregnancy is serious due to medical importance. Bleeding is listed for essure and immune system has not been working is unlisted. Both are considered serious due to medical importance. As temporal relationship between ectopic pregnancy with mirena (lack of drug effect and mirena use is positive, causality cannot be excluded. Rupture ectopic pregnancy, rupture hemorrhage, and coded twice occurred as complications of ectopic pregnancy; therefore, causality cannot be excluded as well. Regarding the event bleeding, as temporal relationship with essure use is positive, causality is assessed as related. However, considering the nature of event 'immune system has not been working' and local action of essure, causality is assessed as unrelated. Product technical complaint investigation for essure received: based on the information available, there is no reason to suspect a quality defect.

Event description:
Eight weeks after ectopic pregnancy with mirena, consumer had essure implanted in her remaining fallopian tube. Within 3 weeks of placement, she had continued cramping, bleeding, excruciating pain, nausea, weight loss. Lower left pelvic pain, dizziness, extreme fatigue. It felt like her body was rejecting the coil and she could pinpoint the exact location of the coil due to the pain. She had to force treatment as several doctors told her it was all in her head. They had consulted several coworkers as well as the MFR of essure, all of whom state her symptoms and complaints could in no way be related to their coil. Her doctor was seen. Essure migration with no perforation, pid, partial bowel obstruction were all mentioned by doctor, but never diagnosed. Finally, the physician performed exploratory surgery to verify the location of the coils- from vaginal entry with camera the coils were unable to be located. The surgeon then had to go in laparoscopically through abdomen, removed the left fallopian tube, and located "foreign object" (essure coil) in her tube.